Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported prior to being used on the patient, however, it was set on the sterile field. The distal tip of the vasoview 6 pro was bent and couldn't be used to cauterize. The patient was not injured and no additional incisions were necessary or additional time was needed to complete the harvest. A new vh-2400 was pulled from the shelf and used to successfully to finish the case.

Manufacturer narrative:
Trackwise# (B)(4).

Event description:
It was reported prior to being used on the patient, however, it was set on the sterile field. The distal tip of the vasoview 6 pro was bent and couldn't be used to cauterize. Set up was performed as usual. Nothing was done differently setting up the device. The patient was not injured and no additional incisions were necessary or additional time was needed to complete the harvest. A new vh-2400 was pulled from the shelf and used to successfully to finish the case.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 08/30/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the bipolar jaws or the intact cutter blade. The c-ring was observed to be intact. The plastic scope wash tube of the c-ring was observed to be bent in the center, and prevented the intact c-ring from being fully retracted into the cannula. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent scope wash" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot # 3000408157 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.